Event description:
It was reported that there was a catheter issue. The patient had withdrawal, underdose symptoms and increased pain. The location of the catheter issue was unknown. A dye study, rotor/roller study and x-rays were done. The dye study was "ok", rotor study was "ok." The pump system was delivering infumorph. The patient's status at the time of report was "alive- no injury." (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).